Manufacturer narrative:
Dr. (B)(6) was presiding the case with a resident assisting. The patient's bladder was perforated with the blunt trocar and fluid ran out of the paired u-sheath when the blunt trocar was removed. The physician placed the balloon, which was delivered to the bladder. The physician then implanted a balloon on the contralateral side, after which, he deflated and removed the balloon that had been placed on the side that had been perforated. The patient was then catheterized with plans for implanting a second balloon on the perforated side after the perforation has adequately healed. (B)(4).

Event description:
Bladder perforation during a proact implantation procedure. Patient was treated with a catheter.